Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm within 10 seconds each. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.